Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure with cm nail, when the instruments were received the after the case and once cleaned, it was noticed the screw reamer had a broken tip. No retained product or harm was reported. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The reported product was returned to the product surveillance team for examination. The reamer has fractured at the tip and the fragment was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.